Manufacturer narrative:
Submit date: 2017-10-09.

Event description:
According to the reporter, the device turns off and on by itself during testing. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the reported issue that the device turns on and off by itself during testing. The unit was triaged and the reported issue could not be confirmed. The unit was connected with a power supply. The unit was switched on and the unit powered on with no issues. The unit was then loaded with a feed/ flush set. The unit was now allowed to run overnight at a feeding rate of 400 ml/hr. The unit ran overnight without any issues. The power supply was then disconnected from the unit. The unit was allowed to run at same speed for more than 6 hours. The unit ran without any issues. The unit was then connected with a recertification set. The unit passed the recertification with no issues. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.